Manufacturer narrative:
On (B)(6) 2016, the patient's best corrected visual acuity was 20/20. The lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens optic torn and the lens haptic bent. No similar complaints were reported for units within the same lot. Patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -13.0 diopter, in the patient's left eye on (B)(6)2016. The lens was explanted on (B)(6) 2016 due to a lens tear/break during injection/delivery into the eye. The lens was exchanged for a lens of the same model and size, and the problem was resolved.